Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket and nerve stimulation. Oversensing and high number of sensing integrity counter (sic) was noted on the right ventricular (rv) lead. A revision procedure involving the implantable pulse generator (ipg) system is planned. An extraction for the rv lead is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An impedance warning for the rv lead was observed. The rv lead was explanted and replaced. The ra lead remains in use. The ipg was e xplanted and replaced.